Event description:
Additional information was received from a consumer. It was reported that the patient ended up in the hospital due to withdrawal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient missed their alarm date, and they did not make an appointment. They were very, very sick with an intestinal virus, or they thought it was an intestinal virus. The patient stated that had withdrawal symptoms. The medications used within the system were bupivacaine and morphine. Additional information was received from a consumer indicated the indications for use for the infusion system were non-malignant pain and post lumbar laminectomy syndrome. The patient missed a refill 4-5 years ago due to hurricane sandy and she went through withdrawal. The patient was very sick, stomach flu-like symptoms and "thought she was dying". She eventually had her pump filled to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.